Event description:
Healthcare professional reports a case of lymphoma of an unknown mammary device from (B)(6). Several attempts have been made to gather information.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study in the labeling for silicone implants. There were no reported events of lymphoma/alcl for patients in the (B)(4) study included in the labeling for saline breast implants.